Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen making it hard to read. Blood glucose level at the time of the incident was not given. Customer stated the device does show signs of physical damage. The customer stated that they had other issues with insulin pump, no notification when reservoir is low, batteries don't last as long as they should, and battery cap worn down. The insulin pump will not be returned for analysis.